Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding investigation findings code 213. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding type of investigation code 10. This is a follow up report to add this additional code. Device received for this event is being corrected from s atlantis abutment ti catalog # 35502 to osseospeed tx 4.0s - 9 mm catalog # 24941. Product code is being corrected from nha to dze. Corrected concomitant to s atlantis abutment ti cat# 35502. This is to correct and remove the codes that were initially reported - removing codes for: medical device problem code - 1260. Component code - 887. The physical investigation of the returned items revealed that no fracture had occurred. The correct codes for this complaint are: medical device problem code - 2408.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter. A fractured abutment had led to the implant removal. Complained abutment was not received. In case any new or additional information will be gained a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.